Manufacturer narrative:
The customer reported that there was a failure to alarm for a pt who went into vtach. This pt subsequently expired. No further info has been received by philips. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that there was a failure to alarm for a pt who went into vtach.